Manufacturer narrative:
The controller ac adapter was returned for evaluation due to a cut on the cord of the adapter. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed functional testing but failed visual examination due to an open cut on the strain relief cable causing some internal wires to be exposed. As a result, the most likely root cause of the reported event can be attributed to misuse on the strain relief cable. The usage pattern most likely contributed to the cut cable wire. As a result, the most likely root cause of the reported event can be attributed to misuse on the strain relief cable. The usage pattern most likely contributed to the cut cable wire. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the cord of the controller ac adaptor was cut. The adaptor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.